Event description:
Rptr indicated that pt was programmed to on 14 days post-implant and a high lead impedance reading was obtained (dc-dc code 7 and limit). Lead impedance at time of implant was noted as "ok" on implant and warranty registration card. Exploratory surgery is planned but not yet scheduled.